Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. It was further reported that there was a loss of motor functions due to a damaged footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.